Manufacturer narrative:
(B)(4). As per fsr, the unit was in storage and it appeared the batteries had not been charged for an extended period of time. They were due to be replaced by the user facility's biomedical engineer in (B)(6) 2016. New batteries were installed. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) the batteries in the device were depleted. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries to measure 3.6 volts direct current (vdc) and 4.3 vdc upon receipt (non-typical). Conductance measurements were not obtainable due to the low voltages. The batteries were attached to a power manager test platter and charged for approximately ten hours. The battery voltage readings after charging were only 6.1 vdc and 7.8 vdc respectively (both failing). These low voltages after the charge period are not typical. They indicate internal degradation of both batteries has occurred. The field service representative (fsr) informed the user facility's manufacturer trained biomedical engineer of the proper charging procedure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.